Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dirty collet clamp in the reported problem area of the pipette assembly. The tip (collet) clamp was replaced. The instrument was inspected, tested without further problem, and returned to svc.